Event description:
A physician completed an arteriotomy closure using a starclose device. After discharge, a patient described intermittent bleeding at the closure site. An angiogram was performed and showed a successful and dry closure. A computed tomography (CT) scan and unk diagnostic studies were inconclusive. The patient continued to be concerned with the bleeding and the physician surgically removed the clip. The patient's current condition is unk.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.